Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient said that their stimulator quit working and they were having a go around with their healthcare provider. The patient said that they have had their stimulation off for a month and it was still shocking them. The shocking had been going on since around october. The patient stated they have had trouble finding doctor and then with the hospital not taking their insurance. The agent sent an email to the local manufacturer reps in the patient's area.

Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va1asts, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-29 additional information was received from a manufacturer representative. They reported that the "device not working" comment was in reference to therapy issues. The cause was determined to be a lead fracture. A replacement was scheduled for (B)(6) 2025 and the issues were resolved.